Event description:
We received an allegation about discrepant results for 3 patients' samples tested with glucose hk gen.3 (gluc3) assay on a cobas c 503 analytical unit. Sample 1: initial result: 1.22 mmol/l. Repeat result: 13.9 mmol/l. Sample 2: initial result: 0.298 mmol/l. Repeat result: 4.64 mmol/l. Sample 3: initial result: 0.355 mmol/l. The repeat results were 0.369 mmol/l, 5.74 mmol/l, 5.69 mmol/l, 5.73 mmol/l, 5.69 mmol/l, 0.360 mmol/l, 0.365 mmol/l, 0.396 mmol/l, and 5.69 mmol/l. The customer questioned the initial results and repeated the samples.

Manufacturer narrative:
The gluc3 reagent lot number was 83647201 with an expiration date of 31-jan-2026. The qc was acceptable. The provided data showed a lot of cell blank alarms, indicating a pre-analytical issue at the customer's site. Preanalytics are within the customer's responsibility. The field service engineer checked the volume of the washing unit and found that the main water level was too high, and the basic detergent was not being dispensed. He readjusted the volume of the washing unit and cleaned and adjusted the basic detergent and the sample pipette. He then performed qc and tested samples, and the results were acceptable. The service actions performed by the engineer resolved the issue. The root cause was due to misadjustments of the cell wash and the sample probe.